Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time.additional information will be provided once the investigation has been completed.

Event description:
It was reported the insulation failed.

Manufacturer narrative:
Alleged failure: failed insulation. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be normal wear, user misuse, and improper sterilization methods. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. The device manufacturer date is not known. (B)(4).

Event description:
It was reported the insulation failed.